Manufacturer narrative:
The event was confirmed by the provided x-rays. However, the root cause could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient's right hip was revised due to the cup being vertical. The surgeon did not make any intraoperative comments.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient's right hip was revised due to the cup being vertical. The surgeon did not make any intraoperative comments.